Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.